Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown gii anchor. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. This report is being filed after the review of the following journal article: haefeli, pc., et al (2018), imaging appearance and distribution of intra-articular adhesions following open fai surgery, european journal of radiology, vol.104, pages 71-778 (switzerland). The study emphasizes on evaluating the appearance and distribution of intra-articular adhesions on direct mr arthrograms (mra) in symptomatic patients after surgical hip dislocation (shd) for the treatment of femoroacetabular impingement (fai). The patients evaluated on course of this study: eighteen patients (19 hips) who underwent arthroscopic debridement for treatment of symptomatic adhesions after open surgery of fai between october 2003 and may 2012 were included in the study group. Intra-articular adhesions were identified as the primary abnormality on postoperative mra in the study group. The patients in whom no intra-articular adhesions were found in pre-operative mra were allocated to the control group, which resulted on 9 patients (9 hips). The postoperative protocol included immediate use of crutches with foot-flat partial weight bearing of 15kg and restricted forced abduction and adduction to protect the trochanteric osteotomy. The patients were kept on continuous passive motion during their hospital stay. Stretching of the quadriceps muscle and isometric muscle training of quadriceps and hamstrings were encouraged. Patients were advanced to full weight bearing and abductor training between six and eight weeks after surgery and after radiographic confirmation of a healed trochanteric osteotomy. The article describes the following procedure: surgical hip dislocation for treatment of femoroacetabular impingement (fai). At initial shd, in 19 hips, an offset correction at the femoral head-neck junction and in 18 hips additional acetabular rim trimming with refixation of the labrum had been performed. The devices involved were: gii titanium anchor (depuy mitek, norwood, ma, USA), gryphon peek anchor (depuy mitek inc., raynham, ma, USA), twinfix titanium anchor and 2.0 vicryl suture. Complication mentioned in the article: revision surgery was done due to persisting cam-type deformity in 6 patients (67%), severe torsional deformity of the femur not addressed at initial surgery in 2 patients (22%), and intra-articular chondroma in 1 patient (11%).